Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 14-apr-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 14-apr-2021 for a procedure on (B)(6) 2021 on system (B)(4). While system messages were recorded, including a system message that a surgeon¿s hand may not have been touching the right master tool manipulator (mtm) while in following mode, there were no observed events in the system logs that were specific to a vessel sealer instrument that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend (vse) pn: 480422-01// ln: m90201103-0083 // sn: (B)(4) was recorded in use during this procedure. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a vessel sealer log review and results found that there were no errors recorded. The vse instrument ln: m90201103-0083 was used for a little under an hour and there were 122 energy activations and 119 complete cuts. It was alleged that the patient sustained a stomach injury for which unspecified repair was required in a second procedure on an unknown date to resolve the issue. A review of the site's system logs found that there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. It was confirmed that there was no specific allegation of a malfunction of a da vinci system, instrument, or accessory and no alleged insufficient or delayed sealing of a vessel sealer extend (vse) instrument. There is no allegation of a product failure that would be classified as a malfunction or evidence that an isi device malfunctioned in a way that could contribute to an adverse event. However, at this time, the severity, additional event details with timeframes, and steps taken to address a stomach injury remain unknown. Further, the root cause of the customer reported issue and post-operative complication(s) are unknown.

Event description:
It was initially reported that after a da vinci-assisted left adrenalectomy procedure on (B)(6) 2021, the patient ¿returned to the hospital for a second procedure¿ on an unspecified date where a 1cm hole in the patients abdomen was identified. The site feels that ¿the hole was caused by a thermal spread from the vessel sealer. The patients current condition was unknown. On 13-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted left adrenalectomy procedure, the patient returned to the hospital on an unspecified date presenting unspecified symptoms of post-operative complications. Another procedure was performed, by an unspecified surgeon, on an unknown date and ¿a 1cm hole was found where the surgeon had mobilized the greater curvature of stomach¿ in the initial da vinci procedure. A ¿reoperation was successfully performed to resolve the issue¿ but the means by which the stomach was repaired was unknown. The patient was reported as doing well after the second procedure with no post-operative complications.